Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and urethral erosion. A cystoscopy was performed and showed no coaptation; therefore, the physician decided to replace the cuff and place more proximally to the urethra. The cuff measurement went from 3.5 cm to 4.0 cm, suggesting that the initial measurement might have been incorrect. No additional patient complications were reported.